Manufacturer narrative:
Reported event: handle did not exert force on wire. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captivator small hexagonal snare was used during a polypectomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the loop failed to retract. The user reported that it felt like the handle did not seem to exert force on the snare wire. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Visual evaluation of the returned device found the handle cannula detached. The handle cannula has marks from the handle assembly process performed during manufacturing. The finger ring internal surface was also check and one edge of the internal groove was found damaged. Functional evaluation could not be performed due to the condition of the returned device. The complaint was confirmed; the handle cannula was found to be detached. This condition may have impeded the ability of the loop to remove/retract. However, review and analysis of all available information failed to indicate a root cause or probable root cause for this event. There is an investigation in place to address this issue. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a captivator small hexagonal snare was used during a polypectomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the loop failed to retract. The user reported that it felt like the handle did not seem to exert force on the snare wire. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.